Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported after inserting a tampon the string was not available for removal. Due to the string not hanging outside of her body, consumer believed she did not have a tampon inside her vaginal cavity and proceeded to insert tampons every couple hours. She experienced vaginal and abdominal cramping. She went to her doctor for a regular visit and a pap test was performed. During the pap her doctor found a tampon inside her with the string stuck to the side. The doctor prescribed metronidazole. Her cramping resolved and she did not experience any adverse health affects.